Event description:
Information was received indicating that a "no disposable alarm" occurred to a smiths medical cadd-legacy® plus pump. The pump was sent in for repair and a no disposable alarm was installed. However, upon use of the device, reported no disposable alarm. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: additional provided in h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. The reported issue was unable to be duplicated. Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. Event history log review confirmed an alarm related to the reported issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the upstream occlusion sensor (uso) was recalibrated and the dso was replaced.